Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The reported issue could be duplicate. The turbine mode and monitoring printed circuit board (pcb) were replaced to resolve the problem. The software was reloaded after parts replacement and the ventilator passed all functional and safety tests was cleared for clinical use. The turbine generates the inspiratory air gas flow. It generates the airflow and pressure from the surrounding air. This airflow is then mixed with the o2 flow from the o2 gas module. In case of turbine failure, 100% o2 is delivered instead. Monitoring pcb is part of subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also can-bus master. The replaced parts requested for further investigation but were not returned by the customer. The root cause for the defective parts were not determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).